Event description:
As reported, during an open right inguinal hernia repair procedure on (B)(6) 2019, the patient was implanted with bard/davol perfix plug. It was reported that post-implant of perfix plug the patient experienced swelling and discharge. The surgeon questioned a possible allergic reaction to the mesh. As reported, the patient underwent exploration of right groin and excision of stitch track and glue/mesh granuloma on (B)(6) 2022.

Manufacturer narrative:
As reported, post-implant of a perfix plug, the patient experienced swelling, purulent discharge and underwent excision of stitch track and glue/mesh granuloma. Based on the information provided, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient¿s postoperative symptoms. To date, this is the only reported complaint for this manufacturing lot. Not returned - remains implanted.